Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic with the device in backup vvi mode. A backup status report could not be recovered. The battery impedance and elective replacement indicator status could not be checked as the programmer kept losing communication. The device was explanted and replaced. No further information is available.